Event description:
A user facility rep reported damage hex screws on one of the facilities spine clamps. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Dependent of part returned lot number is unk. Dependent of part returned manufacture date is unk. A replacement spine clamp has been sent to the site. The suspect part has not been returned for eval.